Event description:
Three days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. Pt had a gi bleed and hgb of 5.6 units of blood was given and the gi bleed was cauterized. On the 4th day the pt presented to the cath lab and had a taxus express2 -3.0 x 16 mm stent placed in mid left anterior descending artery (lad). Integrilin and heparin were given pre-procedure. On 3 days later pt arrived in to the cath lab and was determined to have a thrombus in the proximal edge of the taxus stent. Heparin and reopro were given. A 2.0 x 20 mm maverick balloon was inserted to the thrombus and inflated to 10 atms for 20 seconds. However, the pt went into ventricular tachycardia. Defibrillation was started and the pt's rhythm recovered. A temporary pacemaker was inserted. Pt then went into ventricular tachycardia again and defibrillation was initiated. Pt's rhythm recovered again. Temporary pacemaker was then initiated. The physician then used an angiojet on the thrombus. A 3.25 x 15 mm quantum balloon was then inserted to the thrombus and inflated to 8 atms for 20 seconds. The procedure was completed and no further complications were noted. Pt status is reported as "satisfactory/good."